Event description:
According to the reporter, during a laparoscopic lobectomy procedure, after firing the other reloads while stapling some thick and tough tissue, a purple 60mm reload without tip was loaded into the handle. When firing was attempted, the device did not fire and the handle was visually broken; it cracked. The surgeon was unable to squeeze the handle after pressing the green button. A second handle was used with the same reload, but the same issues occurred. A third handle and a new reload was then used without any issues. Later in the procedure, the same 60mm reload without tip was loaded into the third handle and when it was fired on the patient, the same issues occurred. Due to thick tissue, a new reload and a fourth handle were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, after firing the other reloads while stapling some thick and tough tissue, a purple 60mm reload without tip was loaded into the handle. When firing was attempted, the device did not fire and the handle was visually broken. The surgeon was unable to squeeze the handle after pressing the green button. A second handle was used with the same reload, but the same issues occurred. A third handle and a new reload was then used without any issues. Later in the procedure, the same 60mm reload without tip was loaded into the third handle. When fired, the same issues occurred. Due to thick tissue, a new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap (lot# p2g0275); egiaustnd, egiaustnd endogia ultra univ std stap (lot# p2g0275); egia60amt, egia60amt egia 60 artic med thick sulu (lot# unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.